Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a patient, with vital signs absent. The medics determined that the patient was presenting a ventricular fibrillation (v.f.) Heart rhythm, but the device gave a "no shock advised" prompt, and displayed "ECG too large" and "ECG too small" messages. The complainant indicated that patient defibrillation was "delivered five minutes after the initial occurrence of v.f". The patient subsequently expired.